Manufacturer narrative:
Additional information was added to d9, h3, h6 and h11. H11: the device was received for evaluation with a mini cap attached and the twist clamp in the closed position. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Leak testing was performed and no issues were observed. Clear passage testing was performed and a no flow was detected. The twist clamp was removed by hand to verify the no flow, and a twisted silicone tubing beneath the twist clamp was observed. Clamp function testing could not be performed due to twisted tubing inside the main body. The transfer set was connected and disconnected using an in-lab patient connector by hand with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient was unable to disconnect the minicap transfer set from the homechoice cassette. This was observed during use of the devices for peritoneal dialysis therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.